Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146 cm coyote es balloon catheter was advanced for dilation. During the initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146 cm coyote es balloon catheter was advanced for dilation. During the initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).